Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient experienced migration of an everest atr set screw at l4 approximately one month after implantation. Revision surgery is not currently planned.

Event description:
It was reported that a patient experienced migration of an everest atr set screw at l4 approximately one month after implantation. Revision surgery is not currently planned.